Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint. It was found that the motor did not turn as it was corroded. Also the resistance value of the keypad of the handcontrol set was out of specifications. Also the protective conductor resistance (insulation resistance) of the motor cable was out of tolerance. The keypad was also found to be not responding. The contacts of the keypad were also found to be corroded and the device was leaky during operation. The device was found to shut the pump off during operation. The motor, motor cable and the handcontrol set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and the contacts of the keypad and would have caused the damage to the motor cable. The corroded motor has a tendency to stick and not turn. The corroded contacts would have caused the keypad to stop responding. Also the damage due to corrosion would have caused the device to become leaky during operation. The defective motor, motor cable and keypad would have caused the device to not work as intended as reported by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05/30/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w handcontrol device was defective. During in-house engineering evaluation, it was determined that the device was found to shut the pump off during operation. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.